Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device confirms the reported event. The reclaim assembly body, and the reclaim assem upper pull rod assemble and function as intended, however the reclaim assemb tool adapt 75mm spring is damaged, preventing the components from functioning. The investigation could not verify or identify any product contribution to the reported event with the information provided for the reclaim assembly body, and the reclaim assem upper pull rod. Based on the inability to determine a root cause, a need for corrective action is not indicated for the reclaim assembly body, and the reclaim assem upper pull rod.

Event description:
Reclaim instruments were discovered broken before use.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.